Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc). The health care professional (hcp) stated that the patient did not undergo any surgical procedure. Also, the hcp was not sure if this was monitor-issue related. Information indicated that the cause of loc was unknown. This tachy device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.